Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room due to receiving shocks from the device. Reportedly, the patient received the first shock while walking and the second one while sitting in their car. It was found by the physician upon device interrogation that the shocks were inappropriate due to noise oversensing. Troubleshooting was performed in clinic, and the noise was able to be reproduced. Subsequently, the s-ICD system was explanted. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room due to receiving shocks from the device. Reportedly, the patient received the first shock while walking and the second one while sitting in their car. It was found by the physician upon device interrogation that the shocks were inappropriate due to noise oversensing. Troubleshooting was performed in clinic, and the noise was able to be reproduced. Subsequently, the s-ICD system was explanted. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a crack in the polycin vorite notch area next to sense b electrode, extending into the insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured on sense b cable approximately 25 millimeters (mm) from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and inappropriate shock.